Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. During visual inspection, insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners.

Event description:
It is reported that the customer had normal blood glucose levels of 102 mg/dl. The mother of the customer reported that the keypad of the insulin pump was unresponsive. The mother of the customer also reported that the insulin pump got in contact with water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.